Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed "no disposable clamp tubing". The alarm was silenced; the pump settings were reviewed and pump powered off. A continuous infusion rate of 2.2 ml/hour had been programmed, with a total reservoir volume of 11.5 ml and given volume of 89.5 ml. The event occurred while in use with patient at patient's home. There was no reported patient harm.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. Service history review identified the complaint was not related to a previous service of the device within the review period. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.